Manufacturer narrative:
While reviewing the file, the issue occurred on power on, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0196796 is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Event description:
It was reported, the device exhibited error code lec1660. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.